Event description:
During implant of this pacemaker, rv thresholds were 1.6v@ 0.4ms. At pre-discharge on (B)(6) 2018, the threshold was 6.4v@1.5ms. All other testing was normal. An rv lead revision was scheduled. The pacemaker was disconnected and lead testing values through the psa were stable, normal and similar to original implant. When the lead was connected to the can, thresholds were elevated again to similar values seen at the pre-discard check. The lead was repositioned but thresholds remained high. Connections were checked on fluoroscopy to ensure the pin was seated. The physician changed out the pacemaker and changed out the lead as well since the pocket was open.

Manufacturer narrative:
The pacemaker was returned for an analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the hellebores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. Using a heart simulator, a threshold test was performed. There was no indication of a device malfunction. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.